Manufacturer narrative:
Clinical circumstances did not warrant intervention; the patient has been advised to start formal physical therapy and the surgeon will continue to monitor the patient for any indication prompting additional treatment. Based on the information available and recent similar investigations, the failure mode is loss of grip strength between the set screw, connector, screw head assy, and rod. The issue may manifest as separation of components, rod slippage via radiography, or reported as popping/clicking/squeaking/scraping sounds which may emanate during movement. Grip strength is dependent on complete fitment/alignment of the mating components (i.e., complete reduction). Loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
Patient (B)(6) underwent spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system, medtronic's magnifuse dbm, and seaspine's strand dbm from levels t10-pelvis. At the patient's first postoperative visit on (B)(6) 2020, radiographs were taken and the patient was determined to have several loose mariner set screws at the bottom of the construct. Additionally, it was reported that one of the iliac screws was potentially disarticulated (reference submissions 3012120772-2021-00020 & 3012120772-2021-00021). The patient returned for an additional follow up visit on (B)(6) 2020 with lumbosacral pain and opted for a revision of the t10-pelvis with retightening of the set screws at the end of the construct. The revision surgery was completed on (B)(6) 2020 which consisted of replacing the right s2ai screw and 5 set screws (the right l5-s2ai set screws and the left s1-s2ai set screws). A follow up visit on (B)(6) 2021 revealed the right l5-s1 set screws had loosened along with the iliac connector, noting a solid fusion from l4-s1, thus prompting this submission.